Manufacturer narrative:
The device was received deployed. No kinks or bends were identified on the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. The automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. Investigation found no damage or manufacturing deficiencies to the formed needle, soft cannula, or bottom housing that would cause irritation at the infusion site. Although the investigation found no evidence of any damage, the cause of the reported irritation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to over 400 mg/dl, while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found to be bent. As treatment, the patient removed the pod. The site was irritated.